Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (wires exposed and add gel messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn was pulled from the strain relief, damaging wires in the cable. The root cause for excessive force could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported a belt was damaged and experiencing add gel messages.